Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, device was visually inspected and showed no abnormalities. Functional test shows that the catheter functional mechanism worked properly. A continuity test was performed, and the device was found within specifications. However, the unit failed the leakage test. The device was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the device cannot be irrigated; device was obstructed. The device was destructively analyzed, and residual waste were found, after the ultrasonic cleaner test performed, the flow was correctly. The electrical test could not be completed due to the conditions of the device, reason why the reported complaint of "noise issues" cannot be established by laboratory analysis due to the obstruction in the tip, only baseline measures can be tested.

Event description:
The complaint is reportable for malfunction based on product investigation results; it was reported that during a percutaneous myocardial ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Noise occurred in the distal potential of the ablation catheter. Both the 3d system and the recording system produced noise with a period of about 400 ms. The procedure was completed successfully using the original device despite the noise issue. No patient complications were reported. The device was returned for analysis. Upon device analysis; it was found that the device has an obstruction in the tip, related to residual waste.